Event description:
It was reported that the patient was scheduled for a full revision due to high impedance which was observed during a previous generator replacement procedure. The surgeon indicated that when he implanted the patient with a model 104 generator on (B)(6) 2011 he got high lead impedance during surgery. The surgeon did not know previous system diagnostics, pre-op in (B)(6) and only indicated that the generator was dead at surgery time. X-rays were received by the manufacturer and reviewed prior to the replacement. The generator placement appeared to be normal and the filter feedthru wires were intact. The lead pins appeared fully inserted as the pins could be seen past the connector blocks. There is a portion of the lead behind the generator and continuity in that portion of the lead could not be assessed. X-ray images of the neck were not provided; therefore an assessment could not be made on the adequacy of strain relief or the presence and proper placement of the tie-downs. There did not appear to be any lead discontinuities or suspect areas in the visible portion of the lead. Based on the x-ray image provided, the cause of the high impedance could not be identified. However, a micro-fracture or a fracture in the non-visible portion of the leads cannot be ruled out. The patient underwent a full system revision on (B)(6) 2012. The pre-op system diagnostic on that day revealed an impedance value of greater than 10,000 ohms. Diagnostics after the full replacement were within normal limits. The explanted products have not yet been returned to the manufacturer for analysis.

Event description:
Product analysis on the generator was completed on (B)(4) 2012. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Product analysis on the lead was also completed on (B)(4) 2012. An analysis was performed on the returned lead portions and a lead fracture was identified. During the visual analysis of the returned positive electrode quadfilar coil appeared to be broken. Scanning electron microscopy was performed and identified evidence of a stress induced fracture with mechanical damage and extensive pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The slice and incision marks found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time.

Event description:
The explanted products were returned to the manufacturer on (B)(4) 2012. Product analysis is not yet complete.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Event date, corrected data: initial report inadvertently listed the wrong event date.